Manufacturer narrative:
The device regarding this complaint was not returned. Please check the attached file for the investigation results. (B)(4).

Event description:
It was reported a revision surgery was attempted to remove a nail but was unsuccessful. The hospital had dropped some instruments and did not have any replacements. The removal surgery was performed the next week.